Event description:
The clinician reports, that the implant was inserted (B)(6) 2008 in ada 3 of the patient's mouth. Details of surgery are reported as follows: immediate extraction site. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain and mobility. No further patient complications were reported.